Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s husband was changing the patient¿s bandages and cut it with scissors, and accidentally cut the patient¿s wire. The caller stated that the device was not working and things got worse. No further complications were reported.